Manufacturer narrative:
Additional information has been received which was not included with initial report. The information has been provided in sections b5, h6 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: per notes, no treatment was mentioned for the low blood glucose event.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose and sensor glucose vs. Blood glucose events. The event involved product(s) mmt-1884l, mmt-7040a, unomedical, mmt-332a. Troubleshooting was performed. Carelink was reviewed and noted a bolus with blood glucose of 306 mg/dl and 45g carb entry and the sensor glucose value at the time was 145mg/dl. The 306 blood glucose entry resulted in a calibration not accepted alert. The insulin delivery was not suspended due to the sensor glucose vs. Blood glucose difference. The customer took the pump off for about 1.5 hrs, later reporting a low and beeping. Reports finger stick was in the 20's. The insulin pump system was used within 48 hours of the reported event. It was unknown whether the auto mode/smartguard feature was active at the time. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.